Event description:
Diagnostic hysteroscopy, and a d&c was performed, the pt sounded to 10cm's. Attempt at a novasure ablation was not successful due to being unable to seat the device. The novasure ablation procedure was not performed. Endometrial ablation with thermachoice 111 was performed without complications. The pt was taken to the recovery room after the procedure in excellent condition.